Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the alinity c processing module, serial number (B)(6), and discovered the syringe assy, wash solution (rohs) was not mounted correctly. The syringe assy, wash solution (rohs) was rebuilt/reseated, which was deemed the cause for the discrepant magnesium results. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant magnesium patient results after the current issue was identified. A review of complaint and trending data for the alinity c processing module did not identify an increase in trends associated with the complaint issue. Additionally review of complaint and trending data associated with the syringe assy, wash solution (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the syringe assy, wash solution (rohs) was identified.

Event description:
The customer reported falsely elevated alinity c magnesium result for an 80 year old male patient. The following data was provided (customer provided reference range: 1.6 to 2.3 mg/dl): (B)(6) 2025, sid (B)(6): initial result = 8.3 mg/dl, repeat on another alinity = 2.0 mg/dl. The discrepant result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number (B)(4). Under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity c magnesium result for an 80-year-old male patient. The following data was provided (customer provided reference range: 1.6 to 2.3 mg/dl): (B)(6) 2025, sid (B)(6): initial result = 8.3 mg/dl, repeat on another alinity = 2.0 mg/dl the discrepant result was not reported out of the laboratory. No impact to patient management was reported.